Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Weight: (B)(6).

Event description:
The customer reported tpn was infusing through a umbilical venous catheter (uvc) when it leaked at the back check valve. The tubing was hung on saturday. New tpn bags were hung everyday at approximately 1700. The bag and tubing were due to be changed that afternoon. There was no patient harm.

Manufacturer narrative:
The customer complaint of set leak at check valve was confirmed. A photo provided by the customer shows that the check valve was leaking from the weld line of the two components. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported tpn was infusing through a umbilical venous catheter (uvc) when it leaked at the back check valve. The tubing was hung on saturday. New tpn bags were hung everyday at approximately 1700. The bag and tubing were due to be changed that afternoon. There was no patient harm.